Manufacturer narrative:
Certas valve was returned for evaluation: DHR lot 5103370, conformed to the specifications when released to stock. Failure analysis : the valve was visually inspected; no defect was noted. The valve passed the tests for programming, occlusion, leak, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation.

Event description:
A facility reported a certas plus small valve did not function even if all the elements were correctly implanted (correct place) without bending (ventricular catheter ,valve ,distal catheter). The device was replaced during procedure.

Manufacturer narrative:
Additional information received: - increase of surgery time of 15 minutes - device was tested for setting before implantation - no consequence for patient.

Event description:
N/a